Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that bilaterally rupture after implantation. Bilateral rupture was diagnosed by a CT scan. In addition, the patient has developed pain in her breast that comes and goes. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. This medwatch report is for the left breast prosthesis.